Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 4 message. This complaint was classified based on customer care advocate (cca) documentation as the customer was not available for follow up when attempted by medical surveillance (ms). The patient reported the meter issue occurred on (B)(6) 2015. The patient detailed that he manages his diabetes by self-adjusting his insulin doses but it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed symptoms of feeling ¿off balance, losing his temper and confused¿ but could not specify when, however detailed that on (B)(6) 2015 he was admitted to hospital, where he was treated by a healthcare professional (hcp) but could not remember how he got there or provide any further information about the treatment he received. During troubleshooting the cca noted that it was not the first time the meter had been used and the patient was following the correct testing process. The test strips were not expired and were found to completely draw in the sample. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a hcp after the alleged meter issue occurred.

Manufacturer narrative:
The patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/8/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/16/2015). The patient¿s test strips have been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. A DHR (device history record) was completed on (B)(4) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.